Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for follow up in clinic, the right atrial (ra) lead was found to be nonfunctional. X-ray revealed dislodgement of the lead. The patient experienced loss of av synchrony. The physician attempted to reposition the lead, but helix failed to retract after multiple attempts. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction-b6.

Manufacturer narrative:
The reported events of loss of capture and helix would not retract were not confirmed. A complete lead was returned for analysis.the damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10.